Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal-hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating essure coils,the one on the right appears to have migrated with a portion appearing to be within the uterine fundus.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D08060,c500x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular (irregular menses), pelvic pain (pelvic pain) and menorrhagia (menorrhagia). Previously administered products included for an unreported indication: percocet, depo-provera, fluvirin, nitrofurantoin monohydrate/macrocrystals, ibuprofen, lo loestrin fe and hydrocodone. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and lysis of adhesions.). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Lot number added. Event added from mr- device dislocation. Medical history, concomitant drug, dob added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating essure coils,the one on the right appears to have migrated with a portion appearing to be within the uterine fundus.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (305) (batch no. C500x7-inv, d08060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular (irregular menses), pelvic pain (pelvic pain) and menorrhagia (menorrhagia). Previously administered products included for an unreported indication: percocet, depo-provera, fluvirin, nitrofurantoin monohydrate/macrocrystals, ibuprofen, lo loestrin fe and hydrocodone. On (B)(6) 2016, the patient had essure (305) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and lysis of adhesions.). Essure (305) was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure (305). Most recent follow-up information incorporated above includes: on 31-jul-2020: update of information (batch is invalid). On 28-jan-2020: pif received : essure insertion date updated, follow up 4 and 6 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating essure coils,the one on the right appears to have migrated with a portion appearing to be within the uterine fundus.') And pelvic pain ('pelvic pain') in an adult female patient who had essure (305) (batch no. C500x7-inv, d08060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular (irregular menses), pelvic pain (pelvic pain) and menorrhagia (menorrhagia). Previously administered products included for an unreported indication: percocet, depo-provera, fluvirin, nitrofurantoin monohydrate/macrocrystals, ibuprofen, lo loestrin fe and hydrocodone. On (B)(6)2016, the patient had essure (305) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and lysis of adhesions.). Essure (305) was removed on (B)(6)2019. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure (305). Lot number (c500x7) is not valid lot number:d08060 production date 2014-09-17 expiration date 2017-09-28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal-hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.